Manufacturer narrative:
The lead was returned with no reported complaint. As received, a complete lead was returned in one piece. Visual examination of the lead found clavicle crush damage and all lumens were breached/damaged with no damage noted to the etfe cable coating and no damage to the inner coil ptfe liner.

Event description:
This report is to advise of an event observed during analysis.